Manufacturer narrative:
(B)(6). Attempts were made to gather thorough event information during complaint processing; the physician commented that sat was not related to the wire fragment left in the vessel. The patient had been stable after the thrombosuction. The device investigation could not be conducted since the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it is presumed that the guidewire was trapped between the vessel wall and two embedded stents while pulling force that exceeded the device's design limit was applied along removal of the guidewire. Although the device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of product deficiency. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart.

Event description:
During pci for treating a moderately calcified lesion in the lad #6-7, an asahi guidewire was advanced to and crossed the lesion but it was difficult to deliver a stent. Another asahi guidewire was used as a buddy wire and advanced parallel to the guidewire that had crossed the lesion. Two stents were embedded. When the physician attempted to remove the guidewire, resistance was felt as if the tip of the guidewire was trapped. An asahi microcatheter was advanced in order to release the trapped guidewire but it did not work. The physician pulled hard to remove the guidewire, and it caused the wire tip fracture. The tip fragment was stented and the procedure was completed. Next morning, the patient developed subacute stent thrombosis and underwent another pci. Thrombosuction was conducted and the blood flow was reestablished.